Manufacturer narrative:
11 pen needles affected from the same box. H3 other text : device is not available.

Event description:
Consumer reported finding 10-11 needles that clogs during the flow check. Discarded samples. Informed caller of proper non patient end flow check. Dc lot # 3136366 catalog# 320550 date of event 04/24/2024 = 11 pen needles date of event 04/24/2024 = 2 pen needles sample status discard.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for the affected product is attached. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.